Manufacturer narrative:
Analysis of the extension (serial# (B)(6)) revealed that the extension body conductor was broken less than 5cm from the proximal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that they were not able to retrieve the ins as pathology doesn't have it. They do have the extension and will try and return it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that they had learned the patient passed away. It was confirmed that the death was not related to the device/therapy. They are not certain if the devices will be returned because of this.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the extensions and ins were still at the hospital and were expected to be released to be returned for analysis. They reported that they are assuming the extension is the issue and will be sending back for evaluation. The issue was reported to be resolved with the new ins and extension. No more tremor immediately post-op. This information was confirmed with the physician.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: unknown, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient and family were stating the therapy was not what is was prior to previous battery change. Saying tremor has not been controlled and although amplitude has been increased several times, capture/control has not been maintained. Noted that in clinic notes/history impedances (even in different positions) were always within normal limits. In battery change out impedances were noted to be high on contacts (monopolar). Troubleshooting was done. Impedances were variant on the table with case and one, then case and three being high. It was different each time. Patient is scheduled for an extension change out. No environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included multiple impedance checks done intra-operatively. Interventions/actions included a new battery change out and extension replacement scheduled. The issue is not yet resolved. Patient is well and going home this evening with new battery implanted. Therapy is off, however as the contacts in patient¿s programming are out of range (high). Battery was sent to pathology per hospital protocol and the rep will be contacted when it can be picked up and sent back for analysis. No further complications were reported or anticipated with this event.